Event description:
As reported: "the connection between the lag screw driver and the lag screw was not properly made, leading difficulty in removing the lag screw. The doctor told that he felt the thread part at the tip of the lag screw driver was stripped".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and it matches the alleged failure. The returned lag screwdriver was visually inspected, where we can see that the corner edges of the pegged are bent which can be due to improper alignment and application of excessive torsional force which can also be confirmed with rotational marking at the end of the threaded rod. The threads are flattened completely which is caused by either overtightening or hitting the distal region as we also have a flattened surface at the cylindrical end of the rod. A functional inspection was conducted by the sample lag screw where we can see the locking cannot be done properly because of the deformed starting threads of the lag screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on the investigation, the root cause was attributed to an user related issue as we can clearly see signs of excessive force application. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the connection between the lag screw driver and the lag screw was not properly made, leading difficulty in removing the lag screw. The doctor told that he felt the thread part at the tip of the lag screw driver was stripped."